Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Inspection and testing of the device also found the lens was chipped, the adhesive around the light guide lens and optical lens was worn, the adhesive on the distal end was lifting, the insertion tube protector was split due to handling, the colored ring on the control body was worn, there was a hole in the button, the switch was damaged, angulation in the down angle was not to specification and was straining, and there was play evident in the up/down angulation due to the angle wires being stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the colonovideoscope leaked from the body control unit. The device was sent to an olympus service center for evaluation. During inspection and testing, white crystallized contamination was evident in the air and water channel. This report is being submitted for the malfunction found during evaluation. There was no effect on a patient due to the event.